Event description:
The customer reported that the device disarmed a shock while in the AED mode. The involved pt died after receiving add¿l care in the emergency dept. The customer does not allege that the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). The customer reported that the device disarmed a shock while in the AED mode. The involved pt died after receiving add¿l care in the emergency dept. The customer does not allege that the device behavior impacted the pt outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.